Event description:
On (B)(6), 2009, the pt underwent treatment for severe peripheral vascular disease, an infrarenal abdominal aortic aneurysm, bilateral common iliac artery stenosis, occlusion of the right superficial femoral artery, and bilateral lower extremity claudication. Treatment consisted of the implant of gore excluder aaa endoprosthesis, gore propaten vascular grafts and gore viabahn endoprosthesis. The pt tolerated all procedures well with no complications. On (B)(6), 2010, the pt underwent a reintervention for critical right lower extremity ischemia, chronic occlusion of the right superficial femoral artery and the right iliac artery. Coil embolization of the left internal and external iliac was performed which resolved the endoleak around the end of the endograft. A right common femoral artery to right popliteal artery bypass was performed with gore propaten vascular grafts. The pt tolerated the procedure in good condition with no complications.

Manufacturer narrative:
Method: a review of the manufacturing records for the device has been conducted. Results: a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Conclusions: type I endoleak. Additional devices also involved in this event include: pxa230300/(B)(4). The gore excluder aaa endoprosthesis instructions for use (IFU), states: adverse events that may occur and/or require intervention include but are not limited to; endoleak.